Event description:
It was reported by a non-medical professional that the pt underwent a spinal surgery involving implantation of dynamic spinal fixation hardware. At an unknown time post-implantation, the pt reportedly began complaining of "aggravated back pain and numbness throughout her body." The pt reportedly underwent surgical exploration in 2008, during which it was noted that a component of the implanted construct had "shattered" resulting in unspecified internal injuries.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.